Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the keypad on the insulin pump was difficult to press and the numbers were ramping on the display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 87 mg/dl. The customer was advised to monitor the keypad and call back if problems persisted. Nothing was replaced or returned.